Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient felt that the device was coming out of the chest. There were no additional adverse patient effects were reported. Additional information was sent but no pertinent information received. The product remains in service.